Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the user explained the error did not resolve after attempting to troubleshoot. The user changed the communication cable, used a different video system center and checked the device for debris. After troubleshooting, the user isolated the issue to the exis exera iii xenon light source and wanted to send in the device for evaluation. To date, the device has not been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), there was a b30 error on the exis exera iii xenon light source when connected to the model 190 scope series prior to an unknown procedure. The procedure was completed using a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The suspect device has been returned to olympus for evaluation and the olympus service center confirmed the reported event due to a faulty scope socket. There was also corrosion and heavy dust inside the scope socket. Corrosion was also found on top cover, bottom chassis, front panel chassis and on lamp door. The front panel mouth was cracked and main power switch stuck intermittently. The olympus lamp life meter is reading over 500+ hour, light output measure out of range. The air pump flow rate measures out of specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the error code b30 was caused by a rusted scope socket which could not be energized when connecting to the scope. The cause of rust in the scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.